Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The device was removed without any problem using normal method and the procedure completed with a different device. No patient complications were reported and the patient was in good condition post procedure.